Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. The customer also reported that the insulin pump gave an alarm while rewinding. The displacement test was performed, and the insulin pump failed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.